Event description:
I was using a 3m helmet respirator, I found food particles, which has allergens in the breathing zone of the respirator while working. I report it to the supervisor (B)(6). A few days later, I experienced abnormal breathing problem, I was diagnosed with abnormal breathing. I also hospitalized for surgical procedure on my lungs with current diagnosis of copd, using a pump.